Event description:
It was reported that the patient presented remoted via merlin.net. Upon review of transmission, it was found that the atrial lead exhibited noise. The atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. The lead was returned in two pieces, 14.0cm connector portion and 1.3cm outer coil only portion, for analysis. Electrical tests, x-ray examination and visual inspection were normal with no anomalies found.